Event description:
Device pocket erosion and infection, whole system extraction with no replacement. (Implantable pulse generator (ipg) medtronic device). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).